Event description:
It was reported the patient's intrathecal drug delivery catheter dislodged. The patient experienced nausea, vomiting, discomfort, and was very emotional and distraught. The patient was hospitalized in late 2008, but was discharged to home. The patient was scheduled to have a revision two days later, but it was cancelled due to the patient experiencing continued "retching". The patient would like the device removed. Additional info has been requested.